Event description:
The hcp reported the sutureless connector came off the pump. The catheter appeared fully connected on x-ray; however, it intermittently drained csf and the patient lost tone control. The patient underwent revision surgery where the hcp noted the problem. When the pocket was opened, the connection looked fine but when the hcp pulled a little, the catheter fell off the pump. Additional information has been requested from the hcp but was not available on the date of this report.